Event description:
It was reported that the nim mainframe was crashing (shutting down) and restarting multiple times during a procedure. Staff noted that the system would freeze, often getting stuck on the clock loading screen, and the main terminal would either freeze or crash mid-procedure. Each time, the staff were able to temporarily restore functionality by power cycling the unit, but the issue would recur intermittently. Troubleshooting was conducted during these events, and although the problem persisted throughout the case, the procedure was successfully completed using the affected device. There was no impact to the patient.

Manufacturer narrative:
H3: device analysis found that the customer complaint cannot be duplicated. There was no fault found with the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.